Event description:
As reported in the complaint: at 10h24, the machine alarmed for a general system failure. The nurse turned off the power and attempted to manually give the blood back but decided to stop since the filter seemed too clotted up and she preferred not to. There was no event going on prior to this general system failure. A blood loss of 230 ml was reported.

Manufacturer narrative:
A review of the treatment data files related to the incident shows no evidence of a general system failure alarm at the reported time. Apart from the 230 ml blood loss, there were no clinical consequences for the pt as a result of the reported event. Further investigation into this complaint will be performed by the manufacturer.